Event description:
A caller reported an error with their continuous glucose monitor labeled as cgm error 42. There was no reported adverse impact to the customer's blood glucose level. Technical support guided the caller through a complete pump reset, which resolved the issue as the error did not reappear. The caller was also advised to wait 20 minutes before starting a new sensor session and acknowledged the instructions.